Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that leakage occurred between a cassette and the console when tried to detach the cassette after surgery. There is no patient harm.

Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. One turbid 27+gauge (ga) 10k cuts per minute (cpm) posterior pak and a turbid vicious fluid control (vfc) tubing set were returned. The probe and infusion cannula were cut off and were not returned. The syringe was attached to the tubing adapter and the yellow stopcock was cracked in the returned condition. Stress marks suggests that the yellow stopcock was over torqued during product handling. A submerge leak test was performed on the cassette and no leakage was observed. The root cause of the customer's complaint could not be established since the returned sample met specifications. No leakage was observed during the submerge leak test. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Event description:
The event occurred after vitrectomy surgery.